Event description:
It was reported that during implant procedure, the lead exhibited difficulty inserting into the pulse generator header. The device was not used and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis confirmed the reported complaint. During testing is-1 test leads could not be fully inserted into the pulse generators header. The device inner diameter and contact springs were inspected and found to be within normal product specifications.